Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported at complex cardiovascular therapeutics (cct) 2017 conference in (B)(6). It was reported that the device became stuck in the lesion. A 1.25mm rotalink¿ plus atherectomy device was selected for a procedure in the proximal left anterior descending artery (lad), which had existing tortuosity. When ablation was performed in the lad, the burr became stuck in the lesion. When the device was pulled, the physician was able to remove it. No patient complications were reported.